Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The defibrillation system was implanted on (B)(6) 2011. Reportedly, on (B)(6) 2017, the ICD was found being exposed from the ICD pocket in the patient¿s chest, due to an infection. The patient was hospitalized, and the explantation procedure is scheduled for the first half of (B)(6) 2017. Preliminary analysis revealed that the lead has been sterilized and released according to all applicable procedures.

Event description:
The defibrillation system was implanted on (B)(6) 2011. Reportedly, on (B)(6) 2017, the ICD was found being exposed from the ICD pocket in the patient's chest, due to an infection. The patient was hospitalized, and the explantation procedure is scheduled for (B)(6) 2017. Preliminary analysis revealed that the lead has been sterilized and released according to all applicable procedures.